Manufacturer narrative:
The biomedical engineer troubleshot this reported fault with ge healthcare technical support. The suction regulator was recommended for replacement. No report of patient involvement. The biomedical engineer troubleshot this reported fault with ge healthcare technical support. The suction regulator was recommended for replacement.

Event description:
The hospital reported the unit was not able to perform adequate fluid suctioning. There was no report of patient involvement.